Event description:
The suture was used during an unspecified procedure. Reportedly, the pt had an inflammatory reaction. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.